Manufacturer narrative:
The device is expected to return but has not been received. Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 3.0, laboratory inr 2.0. The time between testing was within minutes. Therapeutic range 2.5 - 3.5 for patient. There was no reported adverse patient sequela. There was no additional information provided.